Event description:
It was reported that patient underwent a left hip arthroplasty procedure on an unknown date. A custom head component has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is due to leg length discrepancy.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.